Manufacturer narrative:
Insulin pump passed self test and displacement test. Insulin pump audio/beep/vibrate function properly and no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibrate anomaly. The customer's blood glucose level was 75 mg/dl. The insulin pump stopped vibrating and the insulin pump was not able to return to vibration mode. The results of the self test was also not ok. Troubleshooting was performed and the insulin pump will be returned for the analysis.